Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.